Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to b3 partial date of event: mar2025 was provided.

Event description:
Patient reported "rupture." Health professional confirmed event via MRI and intraoperatively. This record is for the right side. The device have been explanted and replaced.

Event description:
Patient reported "rupture." Health professional confirmed event via MRI and intraoperatively. This record is for the right side. The device have been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.